Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of around 50 mg/dl. Customer received a change sensor alert after a calibration not accepted. Customer treated low blood glucose with the food and declined troubleshooting for it. The insulin pump will not be returned for analysis and sensor will not be returned for analysis.